Manufacturer narrative:
Product will not be returned to zimmer biomet for investigation, as it remains implanted. DHR was reviewed and no discrepancies were found. Investigator have reported this event as moderate and attributed to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
Patient presented with ipsilateral bursitis/adhesive capsulitis 10 months post operation. Patient received subacromial injections for treatment. Investigator listed this adverse event as mild and related to the biowick surelock device. Patient also presented with recurrent full-thickness tear of the supraspinatus 6 months post operation. Investigator determined that this not related to the biowick sure lock device.